Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During pda stenting insertions, the ias plane a rebooted itself and the system went into bypass three times. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a hardware defect of the copra board. Analysis of the log files showed a problem with the ias (image acquisition system) and a hardware defect (copra board). The specific problem occurring during this procedure does not represent a total loss of functionality of the system. During the time the problem exists, the system enters "bypass fluoro" mode. In the "bypass fluoro" mode the native x-ray image is available. With "bypass fluoro" a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. A siemens service engineer replaced the ias_a pc and returned the system to clinical use. No further errors have been reported. The manufacturer is not considering further actions based on this nonsystematic event.